Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being currently hospitalized for high blood glucose of 500mg/dl and diabetic ketoacidosis. Customer indicated that after they are released from the hospital, they will call back to further troubleshoot.